Manufacturer narrative:
Inspection of the returned device revealed the sheath/crimp ring was detached from the guide. The sheath was stretched below the crimp ring and clamp mark was found on the sheath. The guide tube was bent towards the medial side of the device. Both cuffs were still attached to the link. A review of the device history record for this lot did not produce any findings relevant to this investigation. All samples tested upon manufacture of this lot met the specification for sheath to guide strength. The results of the investigation did not yield any manufacturing or component defect. We were not able to establish a root cause based on the available information and the investigation findings.

Event description:
Reported due to device break. The operator attempted closure of an arteriotomy site with the perclose a-t (closer ak) device after a diagnostic procedure. Fluoroscopy was performed prior to the procedure. The vessel was estimated to be six (6) mm with no calcification. No scar tissue was noted. The device was inserted without difficulty. The foot was deployed and the needle plunger advanced without any issues. The foot was deployed and the needle plunger advanced without any issues. The foot was parked but the device could not be removed from the groin. Reportedly, "additional force" was used to remove the device. However, during the removal process, the device "came apart" at the level of the swage ring. The operator was able to secure the device sheath with hemostats and remove the sheath (in its entirety) from the patient. The knot was advanced and hemostasis was achieved. The patient did not experience any adverse complications. Although requested, no additional information was provided.